Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure; it was observed that the atrial lead dislodged and was found low near the tricuspid valve. The lead was explanted and replaced. Patient was stable before and after the procedure.